Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer pockets were failed to detect on the communication bus. The field service engineer found no issues related to the drawer and confirmed that the user had inventoried the medications in the drawer upon arrival. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.